Event description:
The customer reported that while pipetting an hbc plate on the summit the technician noticed that some tips were not picked up correctly and subsequently dispensed liquid targeted for a1 into well a2. Additionally, wells a11 and a8 appeared to have insufficient sample/diluent. No error was generated by the summit. No death or serious injury was associated with this incident.